Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks. The patient has been in stable condition. Interrogation of the device noted oversensing due to crosstalk. A chest x-ray was performed and noted lead dislodgement. Loss of capture was also noted. The lead was explanted and replaced.